Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was air bubbles in the reservoir. Customer's blood glucose was 141 mg/dl. Troubleshooting was not completed due customer stated that she was wasting insulin. Customer stated she will change the set and reservoir. Customer requested for infusion set and reservoir replacement. No further information provided.